Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital equipment ab of (B)(4) on behalf of the importer arjohuntleigh inc ((B)(4)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but due to a user error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4).